Manufacturer narrative:
The customer reported that the device failed to power up. The unit was evaluated and the failure was verified. Replacement of the optical switch resolved the reported failure. The unit passed all post servicing testing, and was returned to the customer site.

Event description:
The customer reported that the device failed to power up.